Event description:
On (B)(6) 2010, certified diabetes educator reported pt experienced hyperglycemia on (B)(6) 2010. Pt was found unresponsive by his sister at 9 a.m. And called emt. Blood glucose registered as "hi" on emt glucometer. Target blood glucose is 120-140 mg/dl. Pt was transported to emergency room and blood glucose tested over 1000 mg/dl. Pt was treated with an insulin drip. Most recent blood glucose reading was 188 mg/dl at 4 p.m. On (B)(6) 2010. Pt started using backup infusion device approx 3 weeks before event due to unk reason. Cde programmed backup infusion device with new basal rates provided by physician. Basal rates were incorrect and were set to 0 units per hour. Time and date were also incorrect. These were corrected by cde during troubleshooting call. Pt's mother believes she accidently deleted the basal rates 30 mins prior to call. Infusion headset was last changed on (B)(6) 2010, and it was unk how long the infusion tubing was in use. There was no blood in the infusion set. It was unk how long the adapter and battery were in use. Infusion device buttons were working as intended. Insulin warms to room temperature before use. Cde attempted to prime infusion tubing that was in use at time of event and received an occlusion (e4) error. There was something "cloudy" in the infusion tubing. Insulin cartridge and infusion set were changed and new infusion tubing was successfully primed. Infusion device was placed in run mode and pt resumed normal operation on backup infusion device. Follow-up was completed. Mother reported pt was "doing fine" following basal rate adjustment and infusion set change. Pt was still using backup infusion device; several attempts have been made to troubleshoot primary infusion device. Mother was again instructed that this needs to be done. Infusion set in use at time of event was discarded and will not be returned for eval.

Manufacturer narrative:
No product will be returned for eval.